Event description:
It was reported this balloon ruptured on the third inflation at 12 atmospheres during a superficial femoral angioplasty via a femoral approach. During withdrawal of the balloon catheter through the introducer sheath, it was noted the balloon material detached and remained in the introducer sheath. The introducer sheath and detached balloon material were removed from the pt as a unit. Another balloon catheter was used to successfully complete the procedure without incident. The pt's condition is good. The device has not been rec'd by the user facility. Therefore, no failure analysis is available. Without evaluating the device, co is unable to determine the cause of this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."